Manufacturer narrative:
Evaluated three random sealed reservoirs. Performed pre-fill test to reservoirs. Found no air bubbles were observed during test. Checked o-rings/stopper groove for defects and none were found conclusion no air bubbles. Also, ran basal leaking test as follow, reservoirs filled with diluent and connected to a new infusion set, installed reservoirs and connectors into pump. Conclusion reservoirs had no air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had recurring issues with air bubbles in the reservoirs. Blood glucose level at the time of the incident was 167 mg/dl. Customer stated that there were currently many champagne-sized bubbles in the reservoir and previously, some that she was unable to determine the size of. The customer was advised that the reservoir would be replaced and agreed to return the device for analysis.